Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device had cord or cable issue, during the coagulation the plastic end of the trocar which is in contact with the monopolar has melted. No patient involved.